Event description:
Per independent repair center statement, the unit was alarming or red light. The pilot valve is not shifting. The key failure was the valve operator for the 4 way valve was not shifting. Additional failure was compressor filter was clogged.